Event description:
During a colonoscopy, a polyp was removed and a clip needed to be placed. The physician selected a cook disposable hemostasis clip. The clip device was advanced through the endoscope and into position. The clip was extended from the outer catheter and opened. At this time the clip reportedly fell off from the catheter in two pieces. An endoscopic photograph provided by the medical facility shows one prong of the clip has broken from the device and is located inside the gastrointestinal lumen. The clip device was removed from the endoscope and another cook disposable hemostasis clip was used successfully. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action is warranted at this time. A review of the complaint history was conducted. This type of report represents an unusual occurrence. Quality assurance will continue to monitor for complaint trends.